Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data confirmed multiple reported call services warnings on the day of the complaint. On investigation, the pump powered on with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump was opened to further investigate the motor assembly and no evidence of moisture intrusion or defect was found. The investigation confirmed but was unable to duplicate the reported call service alarm issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the reporter was unable to complete the rewind step without getting a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.